Event description:
New information notes that no capture, dislodgement, and fracture were also observed.

Event description:
It was reported that a patient presented for follow-up due to a patient notifier for lead noise. Low r wave threshold was observed in clinic. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.